Manufacturer narrative:
The incident device eval is ongoing.

Event description:
The report stated that during an lavh, the surgeon crushed the device with a grasper, which caused a metal piece to fall into the pt's belly. The dr retrieved the piece that broke off and there was no injury to the pt.